Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome on up arrow button. No scroll bar/ramping numbers without button press noted. The insulin pump had dog chew mark on the case and scratched on display window. The insulin pump returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.